Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the oxygen gas module and in the air gas module were replaced. The nozzle units have not been received for further investigation. The review of the received device logs confirms the reported issue. Since we could trace back the reported problem to july 19, the date of event was determined to be (B)(6) 2020. If fault with a nozzle unit happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. If present it will be noticed during pre-use check. No goods has been received, therefore the cause has not been established.

Event description:
Manufacturer's ref.#: (B)(4).